Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7078899. Product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 batch: 31979852.

Event description:
It was reported that the patient experienced lack of pain relief. X-ray revealed lead migration. The patient underwent a lead revision procedure. During the procedure, it was found out that the clik anchor failed which caused the lead migration. The physician opted to replaced and placed the anchor to its original position.